Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Still pending is the manufacturer record evaluation, manufactured date and the expiration date. Therefore, a supplemental report will be submitted. Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a (B)(6) year old, male patient, underwent a pulmonary vein isolation ablation procedure with a preface® guiding sheath with multipurpose curve and suffered a cardiac perforation. The patient had a patch between the right atrium and left atrium that was previously operated on. The patient was under general anesthesia. After performing the transseptal using an nrg baylis needle, coronary sinus and his catheter (non bwi) were placed using a transesophageal echocardiogram. While placing the sheath, heartspan or bwi preface, unclear which sheath the physician placed, the blood pressure dropped to below 90/50. Using the x-ray and contrast the physician noticed a pericardial puncture without an effusion and decided to abort the procedure. Since the patient was stable and no effusion was detected the physician waited 30 minutes after the transseptal before taking the patient out of anesthesia. It is unknown if surgical intervention was required. The patient stayed about two days longer for special care. Patient¿s outcome is fully recovered. Physician¿s opinion regarding the cause of the adverse event is that it was procedure and patient condition related. No bwi product malfunctions were reported. No evidence of steam pop.